Event description:
It was reported that the patient fell and jolted the pump. The patient had nausea, headache, and ¿sponginess¿ around the pump and thought the catheter was dislodged. The catheter access port was aspirated under fluoroscopy the day after the patient¿s fall and they were able to aspirate easily and everything looked attached. Dye was not injected. This device system delivered baclofen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).